Event description:
According to the reporter, during a liver tumor removal surgery, when the abdominal cavity was closed and the tissue was sutured with continuous stitching technique, the three threads broke. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: vlocl0336 - vlocl0336 v-loc* 180 0 grn 60cm gs21x12, lot# a3g1650vy vlocl0336 - vlocl0336 v-loc* 180 0 grn 60cm gs21x12, lot# a3g1650vy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.